Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Sorc could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed a service record for the device. According to the record, the graphics processing unit (gpu) assembly was replaced in august 2018. The error 116 occurs due to no response from the cpu (central processing unit) / gpu fan. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to a temporary malfunction of the fan and/or temporary poor contact in the cable connector of the fan.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing an otv error e116 was occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.